Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown serial, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence, urgency frequency. Patient mentioned she was experiencing really bad bladder pain after we raised stimulation. The rep had patient lower stimulation but it did not appear to be helping, she stated it may be because she needs to use the bathroom. Patient mentioned she has been in a lot of pain since her procedure and that she has pain in her back. Additional information reported a week later indicated that it hurts to talk from the tubes going down her mouth and scratching her throat during the procedure. The patient also stated her back really hurts from the procedure and she was sleepy due to the medications she took. The patient stated she turned down stimulation due to it vibrating her legs all the way down to her toes. The patient was advised to please contact her clinician with questions regarding medical advice or if she has questions about her health. Additional information reported 2 days later indicated that patient continued experiencing back pain and the stimulation was in her incision site, she thought. They decreased the stimulation and she felt comfortable but was still having pain and discomfort in her back. Now she is on program 3 at 4.4 stimulation and comfortable. Patient stated that she does feel like she was now emptying her bladder unlike before. No further complications were reported/anticipated.